Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for chronic low back pain/non malignant pain indications for use. It was reported that the healthcare provider (hcp) requested to have the pump turned off permanently. The hcp stated that they suspect the pump may be causing the patients neurological issues. The technical service (ts) transferred the hcp to the national answering service (nas). 2025-04-06 rtg0784504 (hcp/rep): additional information was provided from a healthcare provider via a company representative (rep) stated that the patient was diagnosed with glomerulus and the healthcare provider (hcp) was investigating for a possible granuloma. The company representative (rep) stated that the hcp plans to remove dilaudid and put saline in the pump. The agent reviewed calculation for how long dilaudid would take to run out at minimum rate. Reviewed and sent info for system contents removal procedure. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the patient developed a granuloma at the tip of the pain pump catheter and developed subsequent weakness and numbness in his lower body due to compression of the spinal cord. This was not a specific issue with the device or with the procedure but was a known complication of intrathecal pain pumps. The presence of a catheter tip granuloma was confirmed on magnetic resonance imaging (MRI). They replaced the drug within the pump with saline. His neurologic symptoms did significantly improve to near-resolution with replacement of the drug with saline. They had not completed repeat imaging to demonstrate resolution of the granuloma.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6) implanted: (B)(6) 2020. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.